Event description:
It was reported that a device alarmed for a door not fully latched message during pm testing. There was no patient involvement regarding this device.

Manufacturer narrative:
MFR reference number: (B)(4). Baxter received and evaluated the device. The device eval confirmed that the door not fully latched message was caused by a failed upper link switch. The upper aux assembly was replaced.